Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history by tandem technical support confirmed the battery was depleting quickly. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.